Event description:
It was reported that during a da vinci s surgical procedure, a piece of the harmonic curved shears insert fell into the patient. The broken piece was immediately retrieved. The planned surgical procedure was successfully completed and not significantly lengthened. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The harmonic curved shears insert has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for evaluation, a follow-up MDR will be submitted.